Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem. The pump was visually inspected and tested for any signs of function and pressure failure. The customer's reported problem was verified. Error code "46507" message was recorded in the event log. Investigator concluded that the pump faulty micro processor board was the cause of the reported problem. Service replaced the faulty micro processor board to correct the reported problem. The root cause of the reported problem was the faulty micro processor board.